Event description:
The pump was explanted and returned to the manufacturer for analysis after an unknown implant duration due to battery depletion. A follow up report will be sent when additional information is received.